Manufacturer narrative:
(B)(4). This is a report of a use error in which the heater line was not securely connected to the bag resulting in a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caregiver did not connect the heater line tightly enough to the bag, resulting in the bag becoming disconnected. The event occurred during fill 2 of 5 of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The technical service representative assisted the caregiver with ending therapy and opening the door to remove the cassette. The patient would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.